Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an unexpected error occurred while attempting to remove medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient which resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue had been related to a database problem which had caused operational failure. A field service engineer confirmed the issue, and a csc (customer support center) agent accessed the machine remotely. The agent had fixed the database, performed a data sync, and restored functionality. The machine had then been returned to the customer, and its functionality was confirmed by the customer. Subsequently, the technical support specialist cleared the c drive, and the device was up and running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an unexpected error occurred while attempting to remove medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient which resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.